Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments during decontamination one of the staff noticed that the long reamer shaft, was damaged. One of the prongs was bent and wouldn't hold the reamer heads on the shaft. There was no patient involvement. This report is for one (1) 5.0mm flexible shaft 620mm. This is report 1 of 1 for (B)(4).